Event description:
It was reported to baxter (B)(4) that a flogard infusion pump "did not work." It is unknown when this condition occurred. There was no report of patient involvement; therefore, no report of patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "did not work" was confirmed during device evaluation. The root cause was determined to be a damaged right force sensing resistor (fsr). The right fsr was replaced to correct the reported condition.